Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported by medical staff that while at a clinic visit a patient experienced a switching of power sources without a critical battery alarm or a power up. This issue was noted that the battery went from fully charged (4 bars) to 50% charged (2 bars) while connected to the controller and not actively being used. The battery was exchanged without reported consequence or impact noted to the patient. During testing, the battery exhibited early depletion of cell pair #3. No additional information was reported.

Manufacturer narrative:
The returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. During the review of the available controller log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. This event could not be replicated at the bench level; the battery failed to perform per specification. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.